Event description:
It was reported that a small volume intermate had a missing cap ("tip"). This malfunction was identified before use. There was no patient involvement. No additional information is available. This is medical device report 3 of 3.

Manufacturer narrative:
(B)(4). This lot was manufactured from november 4, 2013 ¿ november 5, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted.